Manufacturer narrative:
Update section d10.  The commander delivery system was received after use in the procedure. It was returned with the inflation syringe with full loader assembly over flex shaft, stylet inserted pulled to warning marker. In locked position, fine adjust 1/2 used and flex 1/2 used. The syringe had 22ml in the barrel and some residual fluid was seen left in the balloon.  A review of imagery provided showed residual fluid inside the balloon.  Visual inspection of the returned device was performed and the following was observed:  syringe has 22ml remaining in barrel; residual fluid was found inside the returned inflation balloon.  Functional testing was performed, and the delivery system was unable to be fully inflated with the returned stopcock and syringe. A leakage was seen between the junction of the stopcock and syringe. Through further examination it was seen that the returned stopcock was cracked and is the source of the leakage.  Edwards does not provide the stopcock with the device for use. This stopcock was then replaced and device was able to be fully inflated and deflated successfully, with no apparent leakage. No other abnormalities were noticed during the inflation of the balloon.  The returned device was evaluated for balloon inflation/deflation time and results met specification.  Due to the nature of the complaint, no dimensional inspection was performed. During manufacturing, the inflation balloon underwent 100% balloon dimensional inspection for working length, balloon diameter, proximal and distal leg ids, proximal leg outer diameter, and single wall thickness. The balloon was 100% visually inspected for any defects. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan.  All units passed pv testing.  These inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the reported complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints for delivery system deflation difficult, unable to deflate.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system deflation difficult, unable to deflate was confirmed through functional testing. The device was not able to be inflated/deflated. However, no edwards manufacturing/ device non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing nonconformance did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. During visual inspection on the returned device, the leak was observed from the non-edwards stopcock which contains cracks. At some point during the procedure, the damage occurred which most likely contributed to the complaint. This stopcock is not an edwards provided component. Since no edwards product nonconformance or IFU deficiencies were identified during evaluation, and the occurrence rates did not exceed the control limit, a product risk assessment and corrective/preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3, there was difficulty de-airing the delivery system during prep. There was no resistance during delivery system tracking through the vessels. The valve was implanted successfully with no patient complications. The balloon deflation was incomplete after correct valve application. It is unknown if the liquid remained in the balloon after valve implantation. No abnormalities were found in the y-connector. The delivery system was removed from the patient through the esheath after three times of deflation without issues.  As per medical opinion, the cause of de-airing issues is unknown.